Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/09/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload (b) was received with the clips broken. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to the sample condition. The event report was confirmed as the reload was received with clips degraded due to the damage noted on the foil. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Events reported via: 2210968-2023-00227 and 2210968-2023-00226.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and clips suture was used. Before use on the patient, it was reported it was found that the clips were cracked when the package was opened. Visual analysis of the returned sample determined that the xc200 reload (b) was received with the clips broken. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun. No adverse patient consequences were reported. No additional information was requested.